Manufacturer narrative:
Additional suspect medical device component involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient had inadequate stimulation due to high impedances. The patient will undergo a lead explant procedure.

Manufacturer narrative:
Expiration date additional information was received that the high impedances on the leads are due to malfunction as a result of electrocautery use. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).

Event description:
A report was received that the patient had inadequate stimulation due to high impedances. The patient will undergo a lead explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead implant procedure and not a lead revision procedure.

Event description:
A report was received that the patient had inadequate stimulation due to high impedances. The patient will undergo a lead explant procedure.

Manufacturer narrative:
Additional information was received that the patient was doing well post-operatively. No devices were removed during the procedure. Refer to related issue regarding the lead(MFR report #: 3006630150-2017-01378).

Event description:
A report was received that the patient had inadequate stimulation due to high impedances. The patient will undergo a lead explant procedure.